Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It's noteworthy that the customer was contacted for a follow-up regarding symptoms they had experienced. According to the customer, the symptoms have improved after addressing handwashing techniques and proper maintenance. At the time of the initial complaint, it was observed that the customer was not adhering to the instructions for use (IFU) regarding maintenance. The customer has since continued using the soclean without any additional reported problems.

Event description:
Customer reports sinus infections. Md consulted and was prescribed a regimen of both augmentin and amoxicillin. In addition the customer also uses two otc nasal sprays.